Event description:
On (B)(6) 2025, the beta bionics ilet user reported receiving a low blood glucose (bg) alert from the ilet system when bg was at 99 mg/dl. Bg levels continued to drop, reaching a low of 69 mg/dl. The user reported that after getting up to use the restroom, bg increased by 20¿30 mg/dl and returned to range. No treatment, assistance, or medical intervention was required. No symptoms were reported during the event.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.